Manufacturer narrative:
Product investigation is in progress.

Event description:
Pain - vagina [vulvovaginal pain] . Tampon pieces stayed inside her body [foreign body in reproductive tract]. Tampon split in two [device breakage]. Case narrative: parent reported via e-mail that the daughter's tampon split in two. No serious injury reported.